Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the fibroid removal procedure, the tissue trap started to fill up and the canister cover popped off and the tissue spilled onto the floor. The tissue canister was replaced but ultimately, the procedure was terminated. No known impact to patient.